Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the rep met with the patient for a battery check on their device. An impedance test returned electrodes 12 and 14 to be out of range. Neither electrode is needed for current and successful programming. The patient reported good coverage and relief in their usual painful area. No actions were taken as the electrodes are not needed for current and successful programming. No further complications were reported or anticipated. No device allegations were made.